Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with this right ventricular (rv) lead complained of pain when pacing in the ventricle. The physician tried dropping out of the rv to work on the pain but did not work. Moreover, the physician opted to remove the lead and replaced a new lead in the right ventricular outflow tract (rvot) or high septum. Additional information received indicating that there was no perforation noted when the lead was checked with fluoroscopy and ultrasound. Moreover, there was no performance allegation against the lead. This rv lead was explanted. No additional adverse patient effects were reported.